Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep clarified that electrodes 0-3 were actually the only usable electrodes and that 1,2,4,5,6 and 7 were unusable. The patient's replacement surgery had not yet been scheduled. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient lost coverage on their right side leading to increased pain. The impedance testing showed that electrodes 0 and 3 were unusable. The patient was programmed for minimal right side coverage until their revision where the lead will be replaced. The lead revision has been booked. No further complications were reported. No additional patient symptoms were reported.